Event description:
During a check-out procedure at the manufacturer's service center, a "service required" code related to failure of the oxygen blending module was found in the ventilator's downloaded error log. The device was not in patient use. The device's oxygen blender pca and interface pca were replaced to address the issue. In addition of the above evaluation, since deformation of the oxygen hose connecting part for the main unit was confirmed, the oxygen blender manifold was replaced. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.